Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch did not work. Upon functional testing, the fse found that the footswitch cable was damaged. To resolve the reported issue the fse replaced the wired footswitch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not produce x-rays with the footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.